Manufacturer narrative:
Jiang, a.z., et. Al., (2017). Who watches the watchman, and how often? International academy of cardiology, annual scientific sessions, 137(suppl 1), pp. 175. Device evaluated by MFR: the complaint device was not returned for analysis. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reported via journal article. It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted without immediate complications. Aspirin and warfarin were prescribed for 6 weeks. Transesophageal echocardiogram (tee) was done at 45 days after implantation and showed stable device placement but with layered thrombus formation upon the device. Warfarin therapy was extended for a total of 4.5 months. A repeat tee after 4 months revealed resolution of the thrombus. Since the patient was 6 months post implant, his warfarin was stopped and he was treated with aspirin 325mg daily per protocol. Follow-up tee 1 month later demonstrated recurrent thrombus formation again layered on top of the closure device where the device meets the limbus. The patient was reinstated on warfarin with planned reevaluation in another three-months time.